Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a 26mm sapien 3 ultra valve had mild-moderate perivalvular leak after an unknown implant duration. A balloon aortic valvuloplasty was performed with a 26mm delivery system due to no available true balloons. There was no catheter gradient observed post balloon.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions the device was not returned for evaluation as it remains implanted. The complaint for paravalvular leak was unable to be confirmed due to unavailability of relevant procedural imagery. As the valve serial number was not provided, review of device history record or lot history was unable to be performed. A review of instructions for use/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "a 26mm s3 ultra valve had mild-moderate perivalvular leak after an unknown implant duration. A bav was performed with a 26mm delivery system due to no available true balloons. There was no catheter gradient observed post balloon". Per follow-up response, "bav seemed to improve the pvl." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, pvl leak seemed to improve, and there was no catheter gradient after performing balloon valvuloplasty (post-dilation). It is likely that the initial implant was under-expanded, creating improper sealing between thv and annulus, leading to pvl. As such, available information suggests that procedure factors (under-expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.